Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous cephalic vein. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.